Manufacturer narrative:
(B)(4). Batch # m9226k. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring upon placement. The surgeon inspected the duct and found the clips did not hold on the duct. The surgeon resorted to using an unspecified manual device to complete the procedure. After the procedure the patient was found to have a leak and was hospitalized for seventeen days.